Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was intermittently alarmed downstream occlusion. They verified no kinks in the line, but one clamp was partially closed. Upon opening the clamp all the way, the alarm stopped and went back to running. However, the alarm then sounded again and light pressure applied to port site, but alarm did not stop. They denied any port site issue. The reporter noted that they again walked through all troubleshooting but could not clear alarm. Drug was 5fu. They instructed them to power the device off and clamp closed. The event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.